Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with infection. Endocarditis and vegetation on the leads were noted. The system was explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-02076. Related manufacturer reference number: 2017865-2020-02082.